Manufacturer narrative:
Additional information: a medtronic representative reported that the site elected to continue the procedure with axiem em tracking rather than optical tracking to complete the procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was returned to the manufacturer for evaluation. Testing found that a low battery voltage previously occurred on the unit and resulted in the amber led. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection, the camera on the navigation system flashed an amber led and the navigation system was unable to track instruments. The cable connections were confirmed to be secure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.